Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon extension of the helix using 30 turns of the fixation tool, the physician was unable to obtain sensing or a pacing threshold measurement due to high levels of noise. The physician then attempted to use the lead to deliver a guidewire by placing a small cut in the lead insulation and inserting the wire. When attempting to remove the lead and leave the wire the lead insulation became damaged and a fracture was suspected. The lead was then extracted in multiple pieces and an alternate lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed into two pieces with the helix extended and dried blood was present around the helix. X-ray found the proximal portion of lead was not electrically continuous as the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.